Event description:
The pt has not charged or used the scs system for over seven months. The pt cannot remember how to charge the system. The next course of action is to have the caretaker try to charge the system

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.